Event description:
It was reported that the as/3 MRI monitor hit the MRI system. The unit was reportedly not attached to the fixed structure. Following the event, the power unit heats up and the monitor shuts down to an error log. The nibp is no longer working. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.